Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced high blood glucose the customer's blood glucose was 500 mg/dl. The customer experience symptoms such as a result of high blood glucose such as nausea. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer states the drive support cap appears normal. Customer was treated high blood glucose with manual injections. The insulin pump will be returned for analysis.